Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient displayed over-medication symptoms after a pump refill procedure on (B)(6) 2016. A few minutes after the refill, the patient became lethargic and later became unresponsive. Ems was called and 2 mg of intranasal narcan was administered three times. Patient was taken to the emergency room and put on a 4 mg narcan IV. Patient was moved to the ICU and hospitalized for four days. A pump stop was programmed while the patient was in the hospital. The pump reservoir volume was checked, and it was observed that the volume of undelivered drug remaining in the pump reservoir was less than the expected volume based on the programmed infusion rate. The physician believes a pump pocket fill occurred during the refill procedure. The patient later stabilized and recovered. The patient was reported to be doing fine as of an appointment on (B)(6) 2017. During this appointment, the pump was refilled with medication, and the therapy was decreased by 10%.